Event description:
It was reported that during a lap colectomy procedure, the staples did not fire all the way to the end of the cartridge. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.